Manufacturer narrative:
(B)(4). A device analysis was performed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Volumetric testing confirmed the event. The cause was determined to be deteriorated door piston foam. To address this issue, the door piston foam was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.